Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited far r-wave over-sensing and noise artifact. Patient then presented in clinic for follow-up, where diaphragm stimulation was found. Programming changes were made. Patient condition was stable.